Event description:
Customer called on 12/2/2002 to report the valve was explanted due to a split noted between the anti-siphon device and valve components. User facility medwatch report rec'd on 12/6/2002 reporting "pt returned to o.r. After vp shunt insertion (2002) for shunt revision. Explantation of proximal shunt found the area between valve and anti-siphon device to be fractured."